Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2007: [missing records: records for ¿periumbilical hernia repair with primary closure¿ were not provided.] On (B)(6) 2009: (B)(6). (B)(6), md. Operative report. Preoperative diagnoses: morbid obesity. Left ovarian cyst. Laparoscopic recurrent ventral incisional hernia. Postoperative diagnosis: morbid obesity. Left ovarian cyst. Laparoscopic recurrent ventral incisional hernia. Operation: laparoscopic adjustable gastric banding (lap band). Laparoscopic left ovarian cyst excision. Laparoscopic recurrent ventral incisional hernia repair with mesh. Surgeon: (B)(6), md, (B)(6), md and (B)(6), md. Assistant: (B)(6), md. Anesthesia: general. Indications: the patient is a 34-year-old woman who presented to dr. (B)(6) with a large recurrent periumbilical hernia. She also has known chronic left ovarian cyst. Both indicated surgical repair. On top of that is a long-standing morbid obesity with failed weight loss efforts. At 64 inches and 249 pounds, she has a bmi of 43. She seemed a sensible candidate for laparoscopic band procedure after extensive bariatric surgery team multidisciplinary evaluation. Consideration for the patient and with all three surgeons, we sought advantages to doing all three operations at once. Dr. (B)(6) and dr. (B)(6) will dictate their portions. My job is the lap band. Findings: I placed an allergan ap standard band using a pars flaccida technique oversewn anteriorly with four sutures. The port is against the left upper quadrant fascia beyond the hernia defect. The port is attached to polypropylene mesh against the fascia with tubing exiting the patient¿s left. Her liver was normal as was her spleen, diaphragm and stomach. She had a large mushroom like periumbilical incisional hernia sac with omentum loosely adherent within it. Procedure: ¿following induction of general anesthesia and orotracheal intubation, we placed her in low lithotomy position. Dr. (B)(6) applied a uterine retractor. We prepped and draped her abdomen sterilely and preinjected all trocar sites with 0.5% marcaine with epinephrine. I easily entered the peritoneal cavity using a right lateral subcostal 5-mm applied medical optically guided, insufflating blunt port, insufflated to 15 mmhg carbon dioxide and placed three more 5-mm ports and a left medial subcostal 12 mm port. I had good visualization using a 30 degree 5-mm laparoscope. Initially I took down the omental adhesions from within the hernia sac so we could look in the pelvis better. Dr. (B)(6) assist [sic] me throughout my portion of the operation. We were able to find a freely mobile ovary with a simple appearing cyst. I then turned our attention to the lap band. With her in reverse trendelenburg position and easy mechanical liver traction, I incised the peritoneum anteriorly over the angle of his and bluntly separated a portion of the fundus from the left crus. I used hook electrocautery to excise and discard much of a moderate gastroesophageal junction fat pad. I entered the transparent pars flaccida inferior to the hepatic branch of the vagus nerve and made a tiny nick in the peritoneum far inferiorly and posteriorly along the right crus the bridging fat to the obvious vena cava, avoiding the obvious left gastric vessels. I easily passed a blunt, straight grasper through a retrogastric, retroperitoneal tunnel and out the angle of his. I introduced the saline-primed lap band through the 12 mm port site track, briefly removing the port itself, grasped it and delivered it through the retrogastric tunnel. I locked it anteriorly without undue tension. I oversewed the band with four interrupted 2-0 ethibond sutures. These were between the fundus and cardia inferior to the band to a tiny suturing strip of cardia and some residual fat pad superior to the gland. I was pleased with the dissection, band positioning and fixation. I removed the 12 mm port and used my finger to strip clean just a tiny window of smooth fascia under the skin incision. I guided the maryland forceps tangentially to the patient¿s left into the peritoneal cavity, grasped the tubing delivered it through the wound. I spliced the tubing to the saline-primed access port. We had already sutured the port to a tiny piece of polypropylene mesh with four interrupted ethibond ties. I placed a port and mesh flush against the fascia. Laparoscopically I gently tugged on the tubing to assure that there were no residual tubing in the abdominal wall. The metallic splice was well within the peritoneal cavity. I closed the wound over the access port with a row of 2-0 vicryl figure-of-eight deep subcutaneous suture pinning it against the muscle fascia. I closed the skin with 4-0 monocryl running subcuticular. I assisted dr. (B)(6) in placing two more 5-mm lower abdominal ports and regaining exposure to the left ovary and then turned over the assisting job [sic] (B)(6). At this point, the patient was under the care of dr. Andrews with dr. Brady in the room awaiting to assume the final stage of the operation. The lap band portion of the operation to this point has been 60 minutes.¿ on (B)(6) 2009: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: ventral/incisional hernia. Postoperative diagnosis: ventral/incisional hernia. Name of procedure: laparoscopic repair of ventral/incisional hernia with mesh implantation. Assistant: none. Anesthesia: general endotracheal plus supplemental local with 0.5% marcaine. Estimated blood loss: minimal. Complications: none. Indications for procedure: this patient is a morbidly obese woman with enlarging and symptomatic ventral/incisional hernia. She was evaluated at the bariatric center and was felt to be a good candidate for laparoscopic banding. The patient also had left pelvic pain which was felt to be due to ovarian cyst. Subsequently, the plan was made for the patient to undergo concurrent laparoscopic gastric banding, laparoscopic ovarian cystectomy, and laparoscopic ventral/incisional hernia repair. Findings at operation: ¿when I arrived, the patient had the band and the cystectomy already completed by dr. (B)(6) and dr. (B)(6) respectively. There were multiple trocars in placed [sic] and the hernia contents had been reduced. Reportedly, contents included primarily omentum as well as loops of small bowel. The defect was relatively circular measuring approximately 7 cm in diameter. Subsequently, a 15 cm in diameter gore-tex dualmesh was utilized to provide wide coverage with an overlap of approximately 4 cm circumferentially. The mesh was secured with full-thickness 0 ethibond transfascial fixation sutures and 5-mm hernia tacks.¿ description of procedure: ¿again, when I arrived, the patient was intubated and prepped and draped in the modified lithotomy position with multiple trocars in place. Dr. (B)(6) informed me that he had reduced the hernia contents which included omentum and small bowel loops. With the 5mm 30-degree laparoscope in place, the anterior abdominal was visualized and the hernia defect was measured and found to be relatively circular with a diameter of approximately 7 cm. Using the hook dissector with electrocautery, redundant preperitoneal fat at the cephalad and caudal aspects of the defect were taken down off the anterior abdominal wall, in preparation for mesh placement. These areas were hemostatic. A 15 x 19 cm gore-tex dualmesh was brought to the field and tailored to a 15 cm diameter circle. 0 ethibond sutures were placed at the 12, 3, 6 and 9 o¿clock positions with both tails left long for later retrieval and the mesh was then rolled up and inserted via the left lower quadrant trocar, which was a 12-mm trocar. Once positioned intraperitoneally, the mesh was unrolled and using the gore suture passer through small skin incisions, the four sutures were pulled up through the anterior abdominal wall with a 1 cm fascial bridge at each site, thereby centralizing the mesh over the defect again with a margin of overlap of at least 4 cm circumferentially. These sutures were then all tied down extracorporeally burying the knots in the abdominal wall. Following this, the 5-mm hernia tacker was used to secure the mesh to the anterior abdominal wall circumferentially at intervals of approximately 8-10 mm at a distance of approximately 1-2 mm from the edge of the mesh. Care was taken to avoid injury to the inferior epigastric vessels during this portion of the procedure. Following this, the abdomen was examined. There was no bleeding. The tack and suture fixation sites were hemostatic. The mesh appeared to be in good position. The multiple trocars were removed under direct visualization as the carbon dioxide was evacuated. There was no bleeding at the trocar sites. Skin at the trocar sites was approximated with 4-0 vicryl subcuticular and dermabond. Dermabond was used to approximate the mesh fixation sites. The patient was then extubated. Once the glue was dry and abdominal binder was applied, she was then taken to post anesthesia care unit awake and in stable condition.¿ on (B)(6) 2009: (B)(6). Implant log. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc04. Lot batch code: 06775065. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc04/06775065) was implanted during the procedure. On (B)(6) 2009: maine medical center. Implant log. Implant sticker. Prolene mesh. On (B)(6) 2011: [missing records: records for the CT scan showing ¿findings consistent with a chronically incarcerated fat containing hernia¿ were not provided.] On (B)(6) 2011: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Procedure: open repair of ventral hernia with primary closure. Assistant: (B)(6), md-surg-5. Anesthesia: general endotracheal plus supplemental local with 1:1 mixture 1% lidocaine and 0.5% marcaine mixture. Estimated blood loss: minimal. Complications: none. Indications: this patient presents with a mass and discomfort in the mid upper abdomen. Examination revealed a palpable mass but etiology was unclear. Subsequently, the patient underwent a CT scan which revealed findings consistent with a chronically incarcerated fat containing hernia, cephalad to the patient¿s prior mesh through a relatively small defect. Options were discussed and plans made to proceed with repair. Operative findings: the defect measured approximately 12 mm in diameter and occurred just cephalad to the previously placed mesh. The mesh actually had some laxity to it. Closure was performed by securing the mesh to the abdominal wall cephalad to the defect and then closing the defect primarily with minimal tension. Description of procedure: ¿the patient was taken to the operating room and placed on the table in supine position. General anesthesia was induced. Sterile prep and drape was performed. Local anesthesia was instilled, and a transverse skin incision was created with a scalpel over the palpable hernia mass. Electrocautery was used to divide subcutaneous tissue and to create subcutaneous flaps and the hernia sac was identified and exposed. The sac appeared to contain fat consistent with omentum. The sac was isolated circumferentially down to level of the fascial defect and adhesions between the sac and the defect were divided sharply, allowing for reduction. At this point, the previously placed mesh was identified. The cephalad border of the mesh was just deep to the caudal border of the hernia defect. The defect was quite small, measuring only approximately 12 mm in diameter. There was some redundancy in the mesh and the mesh could easily be pulled cephalad to the fascial defect by 2 cm. Due to the small size of the defect and the ability to close the defect primarily without tension, plan was made for primary closure. Prior to closing the defect, the cephalad border of the mesh was secured to the abdominal wall, approximately 2 cm cephalad to the cephalad border of the fascial defect with 0 ethibond full thickness transfascial fixation suture. The defect itself was then closed with a transversely oriented figure-of-eight of 0 ethibond. Local anesthesia was instilled in the fascial level. The region was irrigated and was hemostatic. The wound was closed with interrupted 3-0 vicryl for the deep dermis and a running 4-0 vicryl subcuticular and steri-strips for the skin. Dry dressing with tegaderm was applied. The patient was then extubated and taken to post anesthesia car unit awake and in stable condition.¿ on (B)(6) 2012: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: symptomatic recurrent ventral/incisional hernia. Postoperative diagnoses: recurrent symptomatic ventral/incisional hernia. Adhesions between lap-band tubing and small bowel. Procedure: laparoscopic repair of recurrent symptomatic ventral/incisional hernia with mesh implantation. Laparoscopic adhesiolysis between small-bowel and laparoscopic band tubing. Assistant: none. Anesthesia: general endotracheal plus supplemental local with 1:1 mixture of 1% lidocaine and 0.5% marcaine mixture. Estimated blood loss: minimal. Complications: none. Indications: this patient presents with a bulge and discomfort in the mid upper abdomen. Examination was consistent with hernia. The patient has had prior ventral hernia repair. Subsequently, repair was felt appropriate. Operative findings: the patient had approximately 5 cm diameter fascial defect containing omentum. A 13 cm diameter mesh was felt appropriate to provide wide coverage of the defect with a margin of overlap of approximately 4 cm circumferentially. A c-qur mesh, (atrium, polypropylene) was utilized. There were also omental adhesions to the previously placed mesh. The patient¿s previous gastric band tubing was adherent to a loop of small bowel. This appeared to be potentially problematic for small-bowel obstruction and subsequently these adhesions were divided to prevent future problems. Description of procedure: ¿the patient was taken to the operating room and placed on the table in supine position and general anesthesia was induced. Sterile prep and drape was performed. Local anesthesia was instilled and a right subcostal incision was created with an 11 blade. A 5-mm optical trocar was used to access the peritoneal cavity under direct visualization and carbon dioxide was then insufflated to create a pneumoperitoneum to 12 mmhg pressure. A 5-mm 30-degree laparoscope was inserted confirming atraumatic intraperitoneal trocar placement, and under direct visualization after local anesthesia and small skin incision, two more 5-mm trocars were placed in the right abdomen laterally and the scope was relocated to the central trocar to facilitate triangulation. The anterior abdominal wall was visualized. There were omental adhesions to the previously placed mesh as well as to the edge of the hernia defect and within the hernia sac. The previously placed gastric band tubing was noted to be adherent to a loop of small bowel. It was concerning that this could potentially represent a problem in the future and subsequently using careful sharp dissection, these adhesions were divided, freeing the tubing from the small bowel. Of note, at the close of the procedure, the omentum was laid out over the bowel and the tubing was anterior to the omentum, to hopefully minimize further adhesions. Attention was then turned back towards the anterior abdominal wall. Using combination of sharp dissection with scissors as well as electrocautery when needed, adhesions between the omentum and the previously placed mesh, omentum and the edge of the fascial defect, and omentum and the hernia sac were divided, allowing for reduction of the omentum from the hernia sac and preparation for mesh repair. The falciform ligament was also taken down from the anterior abdominal wall using the hook dissector with electrocautery, again in preparation for hernia repair. The omentum that was taken down was examined and was hemostatic. The hernia defect measured approximately 5 cm in diameter. Subsequently, a 13 cm diameter mesh was felt appropriate to provide wide coverage of the defect with a margin of overlap of approximately 4 cm circumferentially. A c-qur mesh, (atrium, polypropylene) was utilized. This was prepared extracorporeally by placing 0 ethibond sutures at the 12, 3, 6 and 9 o¿clock positions along the perimeter of the mesh. A 12 mm trocar was placed in the left lower quadrant and a 5-mm in the left upper quadrant, again after local anesthesia, small skin incision, and under direct visualization. The mesh was then hydrated and rolled up and inserted into the peritoneal cavity via the 12-mm trocar. Once positioned intraperitoneally, the mesh was unrolled and using the gore suture passer through small skin incisions, the four sutures were pulled up through the anterior abdominal wall with a 1 cm facial bridge at each site, thereby centralizing the mesh over the defects with a margin of overlap of approximately 4 cm circumferentially. A portion the inferior aspect of the mesh did overlap the previously placed mesh caudally. These four sutures were all then tied down extracorporeally burying the knots within the deep subcutaneous tissue of the anterior abdominal wall. All sites were hemostatic. Following this, the 5 mm hernia tacker was used to secure the mesh to the anterior abdominal wall circumferentially at intervals of approximately 8-10 mm and at a distance of approximately 1-2 mm from the edge of the mesh. These sites were all hemostatic as well. A final survey was taken. There was no active tissue. The omentum was laid down over the small bowel and the gastric band tubing was anterior to the omentum. The 12-mm trocar was removed and this fascial defect was approximated with 0 vicryl suture, placed using the gore suture passer with laparoscopic assistance. The remaining trocars were removed as the pneumoperitoneum was evacuated. All sites were hemostatic. 4-0 subcuticular and dermaflex adhesive were used to approximate the skin at all trocar sites. The dermaflex adhesive alone was used to approximate the skin at the mesh fixation sites. The patient was then extubated uneventfully. Once the glue was dry, an abdominal binder was applied and she was then taken to post anesthesia care unit awake and in stable condition.¿ on (B)(6) 2012: (B)(6). Implant log. Implant sticker. C-qur mesh. On (B)(6) 2014: (B)(6). (B)(6), md. Office note. Consult recurrent ventral hernia. Abdominal pain; presents with buldge [sic] and pain, duration 6+ months soon after cesarean section, located in lower abdomen, bulge is enlarging, pain intermittent, severity of pain moderate, aggravating factors include lying down to sleep and physical activity. Having issues relating to her lap band; planning on being re-evaluated at the weight and wellness center. Surgical history: multiple laparoscopies for endometriosis and ovarian cysts, b)(6); periumbilical hernia repair with primary closure with almost immediate recurrence, on (B)(6) 2012 and on (B)(6) 2013; cesarean sections. Weight 238 lbs., bmi 41.49. Examination: abdomen; bowel sounds present, obese, nondistended, multiple well healed surgical scars, 16 cm mass in left lower abdomen, soft, tender, partially reducible. Incisional hernia; enlarging and symptomatic. Morbid obesity; without dramatic weight loss after lap band, patient feels she¿s having ¿issues¿ related to her band. Incisional hernia; laparoscopic hernia repair, incisional, initial, reducible. Will defer repair until after evaluation at weight and wellness center. Risks, benefits, alternatives and potential complications were discussed in detail with the patient who appears to understand and agrees to proceed as outlined. Morbid obesity; follow up at weight and wellness center, if surgical intervention required could combine with hernia repair. On (B)(6) 2014: (B)(6). (B)(6), md. Office note. Abdominal pain; buldge [sic] and pain, duration 9+ months soon after cesarean section, located in lower abdomen, bulge is enlarging, pain intermittent, severity moderate, aggravating factors include lying down to sleep and physical activity. Recently re-evaluated at the weight and wellness center, band filled, unfortunately has not lost any weight. Weight 241 lbs., bmi 42.02. Examination: gastrointestinal; bowel sounds present, obese, nondistended, multiple well healed surgical scars, 16 cm mass in left lower abdomen, soft, tender, partially reducible. Incisional hernia; enlarging and symptomatic. Morbid obesity; without dramatic weight loss after lap band and no significant change since seen here 3 months ago. Incisional hernia; CT abdomen and pelvis, laparoscopic hernia repair; incisional, initial, reducible, will schedule 2 months from now in hopes she can lose weight prior. Patient to continue follow up at wwp [unknown abbreviation, possibly weight and wellness program] in effort to lose weight perioperatively. On (B)(6) 2015: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: lower abdominal ventral/incisional hernia. Postoperative diagnosis: lower abdominal ventral/incisional hernia. Procedure: laparoscopic mesh repair of lower abdominal ventral/incisional hernia. Assistant: none. Anesthesia: general endotracheal plus supplemental local with 1:1 mixture of 1% lidocaine and 0.5% marcaine mixture. Estimated blood loss: minimal. Complications: none. Indications: this patient presents with an enlarging and increasingly symptomatic lower abdominal ventral hernia occurring after cesarean section. She has had 2 prior (mid and upper) abdominal hernia repairs previously. CT scan was performed and options were discussed and plan was made to proceed with laparoscopic repair. Operative findings: the patient had approximately 4-cm diameter defect with a very large hernia sac containing a significant amount of small bowel as well as omentum. The small bowel reduced easily. The omentum required some lysis of adhesions. The hernia was just caudal to the previous mid abdominal mesh. Repair was carried out using a 14 cm diameter bard ventralight st mesh, placed as an underlay and secured with full-thickness, 0 ethibond transfascial fixation sutures as well as 5 mm hernia tacks. Description of procedure: ¿the patient was taken to the operating room and placed on the table in supine position and general anesthesia was induced. Sterile prep and drape was performed. Local anesthesia was instilled and a right subcostal incision was created with a scalpel. A 5 mm optical trocar was used to access the peritoneal cavity under direct visualization and carbon dioxide then insufflated to create a pneumoperitoneum to 12 mmhg pressure. A 5 mm 30-degree laparoscope was inserted confirming atraumatic intraperitoneal trocar placement and under direct visualization after local anesthesia and small skin incision, two more 5 mm trocars were placed in the right abdomen laterally and the scope relocated to the central trocar to facilitate triangulation. The anterior abdominal wall was visualized. There were some omental but there were some omental adhesions to the perimeter of the previously placed mid of gore-tex mesh. These were taken down sharply. This led to exposure of the lower abdomen along with the hernia defect which was just caudal to the mid abdominal mesh. With external palpation and internal manipulation, the small bowel was able to be completely reduced from the defect. There was a large amount of small bowel in [sic] defect. The sac was much larger than the defect. There were some omental adhesions to the perimeter of the defect as well as the hernia sac, which were taken down sharply. The omentum was hemostatic. The bowel was examined and was atraumatic. The defect measured approximately 4 cm in diameter and subsequently a 14 cm diameter mesh was felt appropriate to provide wide coverage of the defect with a margin of overlap of 5 cm circumferentially. In preparation for the mesh placement, a 12-mm trocar was placed in the left mid abdomen and a 5 mm left lower quadrant and the mesh was prepared extracorporeally by placing 0 ethibond sutures at the 12, 3, 6 and 9 o¿clock positions with tails left long for later retrieval. The mesh was then hydrated, rolled up and inserted into the peritoneal cavity via the 12 mm trocar site. Once positioned intraperitoneally, the mesh was unrolled and using the gore suture passer through small skin incisions, the mesh was pulled up to the abdominal wall and centralized over the defects. The cephalad portion of the mesh overlapped the caudal of the abdominal mesh. These 4 sutures were then tied down extracorporeally burying the knots within the deep subcutaneous tissue of the anterior abdominal wall and these sites were all hemostatic. Following this, the 5 mm hernia tacker was used to secure the mesh to the anterior abdominal wall circumferentially at intervals of approximately 5-8 mm and distance of approximately 1-2 mm from the edge of the mesh. These sites were all hemostatic as well. A final survey was taken. Bowel and omentum were examined. There was no evidence of bowel injury or bleeding. The 12-mm trocars were removed and this fascial defect was approximated with a 0 vicryl suture placed with the gore suture passer using laparoscopic assistance. The remaining trocars were removed as the pneumoperitoneum was evacuated and all sites were hemostatic. 4-0 vicryl subcuticular and dermabond adhesive was used to approximate the skin on all incisions. Dermabond alone was used to approximate the mesh fixation sites. Once the glue was dry, an abdominal binder was applied and the patient was then extubated and taken to post anesthesia care unit awake and in stable condition.¿ on (B)(6) 2015: (B)(6). Implant log. Implant sticker. Bard ventralight st. On (B)(6) 2015: b)(6). (B)(6), md. Office note. 3 weeks status post laparoscopic ventral/incisional hernia repair with mesh. Currently noted mild abdominal discomfort, primarily with physical activity which is improving daily. Examination: gastrointestinal; bowel sounds present, soft, nondistended. Incisions well approximated without erythema or discharge. No mass, bulge or tenderness at prior hernia site. Soft tissue swelling and mild tenderness at prior hernia site. Incisional hernia; enlarging and symptomatic. Morbid obesity; without dramatic weight loss after lap band and no significant change since seen here 3 months ago. Overall doing well without evidence of infection or early hernia recurrence; current signs and symptoms are consistent with mild residual inflammation and probable seroma. These are improving, would anticipate continued spontaneous resolution. Continue with slow increase in activity as tolerated with avoidance of strenuous activity until completely pain free, continue with abdominal binder as needed, follow up as needed. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2009 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2011 and (B)(6) 2012, an additional procedure occurred. It was reported the patient alleges the following injuries: mesh failed and incorporated into defect ((B)(6) 2011); mesh failure and revision requiring an additional surgery on ((B)(6) 2012). Additional event specific information was not provided.